Event description:
Additional information from the health care professional of the clinical study reported the entire system was explanted and the event was considered resolved without sequelae.

Event description:
It was reported the patient had a loss of adequate pain relief; the patient was no longer utilizing her device because she was unable to obtain satisfactory stimulation or pain control. The patient declined reprogramming on (B)(6) 2015, as she wanted the device explanted. The device was interrogated at that time and the patient had less than 1% use since her previous visit. The patient was seen again on (B)(6) 2015, where she again declined reprogramming. Device interrogation showed she had 0% usage since her last visit. When the patient was seen on (B)(6) 2015, she had 5% use since her last visit, but despite attempts at reprogramming in the past she had not been able to achieve satisfactory stimulation or pain control so they were going to schedule an explant per the patient¿s request. The event was not due to programming and was not related to the implant procedure, but it was related to the patient¿s device or therapy. No action had been taken and the event was ongoing.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).